Event description:
The customer was hospitalized with an infection about the size of a quarter on her abdomen. Doctors "are not saying this was caused by the pod"; they diagnosed the infection as "cellulitis" that may have been caused by "staph or strep". She was released from the hospital after three days and was reportedly "doing good." The pod was discarded and will therefore not be returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. Per the doctor's diagnosis, the infection ("cellulitis") they have been caused by staph or strep"; there was no confirmation that the adverse skin condition resulted from a reaction to the pod's adhesive. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; "signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below and level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. Note: a review of lot qualification records could not be performed as the lot number was not provided.